Event description:
It was reported that the 9900 system had a collimator iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib boards were re-seated and the 5volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.